Event description:
Withdrawal was reported. The patient admitted to the emergency room (ER) with fever 2 days post pump and catheter replacement. No other symptoms were reported. The health care provider planned to test cfs to rule out meningitis. It was noted that at the time of the revision surgery, the patient's pump dose was reduced by 50% from 1700mcg/day to approx. 835mcg/day. 24 hours after surgery the patient's dose was increased 20% and is currently approximately 1000mcg/day. It was further reported that 24 hours later, it was clear the patient experienced withdrawal; the patient was "responding better with increase in baclofen dose". The pump delivered hydromorphone and dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
The catheter aspirtation issue previously reported was actually applicable to MFR report number 3007566237-2012-01825.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was replaced at pump replacement because it was not 'aspiritable.' The patient was 'underdosed purposely' after the revision. The patient had a mental status change and it was discovered that the new catheter had 'backed out.' A CT scan confirmed the catheter migration. The catheter was revised successfully. The patient recovered without sequela. The device system was used to deliver dilaudid and compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model #8709, serial #(B)(4), implanted on: (B)(6) 2005, explanted on: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).